Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Attached x-ray images have been reviewed and do appear to confirm the reported problem. No device fracture or disassociation of devices or any other evidence of device non-conformance is identified. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient was revised to address a failed acetabular cup. It was noted that the cup had "flipped in the acetabulum with all the screws being broken".